Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased below 2 mmol/l (36 mg/dl) while wearing the pod. The patient loss consciousness and the ambulance was called. The paramedics treated the patient with extra glucose utilizing intravenous therapy and transported the patient to the ER. The patient's heart levels were monitored and the patient was released after a few hours.